Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and compromised forced sensor system and excessive no delivery test or verify signal to low alarm and unexpected restart alarm no delivery alarm and motor error alarm due to blank display. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error and pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.